Event description:
It was reported that during implant, the lead exhibited high impedance and unacceptable thresholds. The lead was not implanted and a new lead was used. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.